Event description:
The customer tested her blood glucose and received a reading of 441 mg/dl using her older contour meter. She retested using her new contour and received a reading of 133 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.